Manufacturer narrative:
Product analysis #258308095:two amphirion deep pta balloon catheters were received with their mpxr identification number written on the exterior of the biohazard pouch each device was contained in, (see 703998270 images photos 5-6). Upon examination of the lot number data printed on the y-manifold it was noted that the devices were returned within the incorrect opened labeled packaging materials, (photos 7 19). The analysis and investigations were then carried out using the y-manifold lot data and reported event description. 703998270-10 is associated with y-manifold lot number 219614495, (photos 7-16). The amphirion deep pta balloon catheter was received loaded with a support sheath. Clear and sanguine colored fluid was observed within the balloon chamber. The balloon chamber is in a post inflation profile. The inner guidewire lumen appears to be necked downed and tensile stretched. All components of the amphirion deep pta balloon catheter are accounted for, (photos 8-10). The distal end of the balloon chamber appears to be inverted over the distal end of the catheter, (photos 10-11). With the aid of a microscope it was noted that the proximal bond of the balloon chamber had separated from the inflation lumen outer sheath of the balloon catheter, (photos 12 ¿ 16). The separation damage prevents further testing of the catheter to locate the leak/burst. Based on the condition of the balloon chamber material, (e.g. Accordion folding witness marks), it appears that the balloon chamber was not fully deflated when it was removed through the support sheath. It is possible that the balloon chamber separated during the withdraw of the device from the patient, this is only a hypothesis and cannot be proven. Technical analysis of the returned amphirion deep pta balloon catheter with y-manifold lot number 219614495 confirms the reported event of ¿balloon ruptured under nominal pressure¿ based on the condition of the returned device. The root cause could not be positively determined. The most likely root cause would be anatomy related. 703998270-20 is associated with y-manifold lot number 220282185, (photos 17-24). The amphirion deep pta balloon catheter was received in two segments that were packaged for return in two separated pouches. The proximal segment containing the y-manifold and most of the catheter was received in a labeled pouch, (photo 17). The distal segment containing the balloon chamber and inner guidewire lumen was received in a zippered closure plastic pouch, (photos 17-20). A visual audit of the segments confirmed that all components of the amphirion deep pta balloon catheter are accounted for. The proximal segment separation face exhibits tensile stretch within the proximal balloon bond, (photo 21). The distal segment separation face exhibits tensile stretching within the proximal balloon bond, (photos 22-24). Technical analysis of the returned amphirion deep pta balloon catheter with y-manifold lot number 220282185 confirms the reported event of component detachment during attempted withdraw of the device based on the condition of the returned device. The root cause could not be positively determined. The most likely root cause would be use/anatomy related. Product analysis #258094996:four photographic images were received for analysis, (see 703998270 images photos 1-4). The first two images are of amphirion deep pta balloon catheters on top of amphirion deep pta balloon catheters opened labeled pouches. Based on the event description of the damage done to the catheters the first image is of 703998270-10 lot 220282185; the balloon chamber remains intact with catheter. Sanguine fluid is observed in the distal end of the balloon chamber. Due to the quality and clarity of the image it is not possible to identify which pouch the catheter is on. Based on the event description of the damage done to the catheters the second image is of 703998270-20 lot 219614495; the balloon chamber has separated from the catheter. Due to the quality and clarity of the image it is not possible to identify which pouch the catheter is on. The third image shows the balloon chamber portion of the amphirion deep being removed from an artery in the patient¿s left foot. Per the reported event description, the detached portion was successfully removed surgically. The fourth image shows the surgically removed portion in a pan of saline. Technical analysis of the images provided confirm a leak/burst of the amphirion deep pta balloon catheter, (lot 220282185). The root cause could not be positively determined. The most likely root cause would be anatomy related. Technical analysis of the images provided confirm the detachment in vivo separation of the catheter during withdraw and the surgical removal of the detached portion. The root cause could not be positively determined. The most likely root cause would be anatomy related. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the burst occurred right before the balloon reached nominal pressure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use an amphirion deep during a procedure to treat the patient¿s anterior tibial artery and dorsalis pedis. There was no damage noted to the product packaging prior to use. No issues were noted when removing the device from the packaging. IFU was followed and the device was prepped without issue. No resistance was noted during advancement of the device. The device was not passed through a previously deployed stent. An inflation device was used for balloon inflation. It is reported that the balloon was advanced to the target lesion (dorsalis pedis) and an attempt was made to inflate but the balloon ruptured under nominal pressure. The device was removed with the sheath and replaced with a second amphirion deep. There was no damage noted to the product packaging prior to use. No issues were noted when removing the device from the packaging. IFU was followed and the device was prepped without issue. The device was not passed through a previously deployed stent. An inflation device was used for balloon inflation. It is reported removal difficulties were encountered following balloon inflation. On removal attempted, when the physician pulled the catheter, it is reported the catheter began to stretch and cut. No significant resistance was noted. The distal part of the balloon is reported to have detached from the catheter and remained in the patient after removing the catheter. The physician attempted to remove the detached portion unsuccessfully and referred the patient for surgery. The detached portion was successfully removed surgically. No further injury reported for the patient.